Event description:
It was reported that during a lap chole procedure, the harmonic device was connected to the gen11 generator and tested. An error code tighten assembly appeared, device re torqued and a second unknown error code appeared. The device was tested again and replace hand piece appeared on the gen11 generator. The device was not used on patient. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a "tighten assembly" alert screen and a "replace handpiece" alert screen. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. The "tighten assembly" alert screen is advising that the instrument may not be properly assembled to the hand piece. "Replace handpiece" is an alert screen for the hp054 handpiece and not the ace45e of this complaint. The alert screen is advising that the hand piece has failed to perform the internal diagnostic routines and the generator will not be able to operate the hand piece reliably. A probable cause of the alert screen messages being displayed is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and display the "instrument error" screen twice followed by the "replace instrument" screen when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off.